Manufacturer narrative:
Samples from the patients were provided for investigation. In reference to the differences in tsh values, these values can differ in between different sample collection dates from the same patient. This relates to the overall clinical picture, medical condition of the patient, and possible medications taken. To the differences observed when measuring samples both with and without hbt treatment, the tsh measurements can slightly differ due to concentration and/or evaporation effects. All values of both patients remain well within the normal reference range of the tsh assay (0.27 - 4.2 ¿iu/ml). For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
This event occurred in (B)(6) . (B)(4). (B)(6).

Event description:
The customer stated that they received questionable thyroid test results for samples from three different patients tested for elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), and the elecsys tsh assay (tsh) on an unknown roche analyzer. Of the three patients, two had erroneous results reported outside of the laboratory for ft3 and tsh. Patient 1 had erroneous tsh results for 5 different samples. Patient 2 had erroneous tsh and ft3 results for 4 different samples. All results were reported outside of the laboratory and the doctor was informed that the results were implausible. This medwatch will apply only to tsh. Please refer to the medwatch with a1. Patient identifier pt-14262 for information related to ft3. Refer to the attachment for all patient data. Samples from both patients were treated with heterophile blocking tubes, which is a research method. The treated samples are denoted as "with hbt" on the attachment. No adverse events were alleged to have occurred with the patients. A sample from patient 2 was provided for investigation and preliminary investigations of this sample have determined that it does not contain an interferent to the streptavidin used in the ft3 assay.